Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler, did not pipette lyse buffer in well position e10 and no error message was given. A field service engineer was dispatched and duplicated the problem. Copies of smt log were forwarded to qa for review. No death or serious injury was associated with this event.